Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation: this disposable set was unavailable for return. Disposable bag was discarded. If the set is later received and findings differ from the info presented in this record, a supplement will be filed. Per the customer description of the disposable set, the hole was located on the back of the bag and matched up with the location of the receptor on the front of the bag. These bags are 100% leak tested during manufacturing. The DHR was reviewed and no problems were found. Root cause: based on the customer description, the receptor created a hole in the bag vinyl either through improper material handling or due to excess solvent being applied during the bonding process. Conclusion: manufacturing defect.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Customer reports a disposable bag leak during a bone marrow processing procedure. The customer stated that at the beginning of the procedure, when bone marrow entered bag b and reached the spike port, bone marrow began dripping from the bag. Only a few drops, approx 2 ml, of bone marrow dripped out of bag. Due to possible contamination of the 100 mls that had already been processed into bag b, the 100 mls was discarded. The customer refused to provide pt info.